Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several pump errors including the one-minute non-destructive ram test failed error, an error that is generated if the minute event is not received from the motor processor or the sw watchdog task is not running properly, and another error where the motor processor did not ack a command from the delivery manager in a reasonable time. The pump has not alarmed and the insulin is exiting. The pump passed the high pressure test and there were no leaks. Customer's blood glucose was 8.3 mmol/l. Customer changed the full set and inserted a brand new battery. The pump started working again but later the customer had high blood glucose readings of 33.3 mmol/l. Customer had no alarms or alerts on the pump. Customer was not hospitalized but they called the ambulance. By the time the ambulance arrived, everything was back to normal and no treatment was required. Customer could not troubleshoot at the time of the call because they were in school.